Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer also reported that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 35.6 mmol/l at the time of incident. The customer stated that the high blood glucose was treated with manual injections. The customer stated that the insulin did exit during fixed prime. The customer stated that they tried changing several infusion sets but the no delivery alarm kept recurring. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected excessive no delivery alarms noted during testing. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.